Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 25oct2018. International UDI: (B)(4) . Reporter phone number not provided. No parts were returned for evaluation, therefore, a root cause could not be established. The customer was provided a credit.

Event description:
The customer reported that the touchscreen was too slow. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 24jan2019, date rec¿d by MFR : 16nov2018. The customer returned the ventilator to philips for failure analysis. This failure was isolated the graphic user interface touchscreen with no other failures identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.